Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (400 mcg/ml at 800 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. The patient missed a refill on (B)(6) 2018 due to weather. It was reported that the pump was empty and alarming; it wouldn¿t be filled until (B)(6) 2018. No symptoms were reported and no further complications have been reported as a result of this event.